Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. No bacteria were found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was also sampled and tested negative. The air/water channel was precleaned with giozymax detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel and instrument channel port were manually cleaned with giozymax detergent and italflex 3 clean brushes. The scope was not manually disinfected. The aer used was a soluscope 3 along with gioperacetic solution c and gioperacetic solution a, p. The customer stored the scope vertically. Maintenance / repair of the device had performed by olympus. The scope was not sterilized. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera ii gastrointestinal videoscope did not pass the microbiological contamination test of the washing water, suggesting the presence of biofilm within the operating channels. The scope was cultured and tested positive for pseudomonas aeruginosa. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted during the evaluation including the glass glue on the light guide lens cover was porous and broken, the glue on the objective lens and the bending section rubber were worn out, the insertion section and universal cord were kinked and wrinkled, the name plate was peeled off, the air water cylinder corroded, and the scope connector was partly corroded. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 15 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.